Event description:
The manufacturer received information alleging a failed test step occurred on a trilogy ev300 ventilator. The device was not in use on a patient at the time of the occurrence. The trilogy ev300 ventilator was evaluated by a third-party service center, and the customer¿s complaint was confirmed. During the evaluation it was noted that the device failed an active exhalation verification system pre-test therefore, the technician recommends replacing the 3-way solenoid valve and proportional valve to address the issue. The customer does not want to move forward with any repairs therefore no further work was performed. The system does not meet the specification for the performed service and is not returned to use.

Manufacturer narrative:
The manufacturer previously reported that an active exhalation verification pre-test failed test step occurred on a trilogy ev300 ventilator. The device was not in use on a patient at the time of the occurrence. The trilogy ev300 ventilator was evaluated by a third-party service center field service engineer, and the customer¿s complaint was confirmed. During the evaluation it was noted that the device failed an active exhalation verification pre-test. In conclusion, the device's trilogy evo 3 way solenoid valve and proportional valve (aecm) were replaced to address the issue. The customer does not want to move forward with any repairs therefore no further information regarding the repair was provided. The system does not meet the specification for the performed service and is not returned to use. The suspected trilogy evo 3 way solenoid valve was received at the manufacturer product investigation lab (pil) for further investigation of the failure. During the pil's evaluation, the service technician installed the trilogy evo solenoid valve on the trilogy evo stb and then tested the solenoid valve on the pil trilogy evo multifunctional test station for aecm verification and aecm solenoid current verification at pretest and aecm verification at posttest. The trilogy evo 3 way solenoid valve passed all testing. Pil concluded that the solenoid valve operates as designed. If the proportional valve (aecm) is returned and evaluated by pil, the scenario will be reevaluated.